Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/21/17 voice message, 3/22/17 voice message, and 3/23/17 voice message. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a failure of the unit to mechanically ventilate when requested. There is no report of patient injury.